Event description:
It was reported that during a coronary procedure, the balance middleweight (bmw) elite guide wire was noted to have a thickness at the guide wire core junction and resistance was met during removal in the guide wire introducer. The guide wire did not get stuck and the guide wire was removed separately from the introducer sheath without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.